Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the reverse position did not work. It was noted that the device was not reversing because the locking ring was loose. It was further determined that the device failed pretest for check power with test stand, and check function of forward / rewind. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the reverse function of the air reamer/drill device was not working. The reporter stated that ¿just to put the chuck the punch does not have torque to rotate, you can stop the rotation of the engine by holding the chuck with your hand without making any effort.¿ it was reported that the forward function works normally. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.